Event description:
It was reported that the outlet that a homechoice device was plugged into was getting too hot. This occurred during use of the device; however, it was not specified if the patient was connected to the device at the time. The nurse stated that the patient had observed that the power cord felt hot and gave off an odor. There was no patient injury or medical intervention associated with this report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. A service history review revealed no previous service events that were related to the reported condition. During evaluation the device passed both the homechoice return instrument test/evaluation (rite) electrical test and rite functional test. The original power cord was determined to be in a good condition. During external visual inspection, no issues were noted. The device passed seal, purge and wet disposable integrity test. A short simulated therapy was performed with no issues noted. The returned device was successfully cycled several times. During internal visual inspection, no burnt odor, smoke and soot were observed. During inspection of the power entry module, there were no power switch anomalies found. During pneumonic system verification, no leaks were found and no noise could be heard. No failure or malfunction was found during device evaluation that could have caused or contributed to the reported issue. The reported issue could not be duplicated. As a result, the root cause of the reported issue cannot be determined. The device will be sent to service area for servicing. Should additional relevant information become available, a supplemental report will be submitted.